Event description:
The customer received a blood glucose reading of 110mg/dl on the contour meter, re-tested on the contour usb meter and the reading was 40mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer ended the call before any additional information was provided. Product was not replaced.